Event description:
Material#: 309653 batch#: 1112005. It was reported by customer that they had an incident when preparing a 50ml rbc syringe, it leaked out the back end. When preparing another rbc syringe, no leaks, but they notice the plunger moved even though stopcock valves were closed. This happened also with 1st syringe and twice with the 2nd syringe. Initially I thought I didn¿t push the plunger up to the 50ml mark, but it happened again. Verbatim: we had an incident when preparing a 50ml rbc syringe, it leaked out the back end. When preparing another rbc syringe, no leaks, but we notice the plunger moved even though stopcock valves were closed. This happened also with 1st syringe and twice with the 2nd syringe. Initially I thought I didn¿t push the plunger up to the 50ml mark, but it happened again. Additional information please share the date of event. 08 may 2025. Please share the material & lot number. 0100382903096534. Bd 50 ml syringe luer-lok tip. Lot: 1112005. Exp: 2026-04-30. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Product waste and delay product transfusion. Please share the captured photo of the event if available. No photo.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4) follow up: a device history record review was completed by our quality engineer team for provided material number 309653 and lot number 1112005. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.